Event description:
It was reported that the surgeon deliberately chose to use iprime infusion pump for a left eye (os) canaloplasty (at own discretion) as medically necessary. Consequently, the surgeon reportedly heard a "snapping sound" while the catheter was fully extended in the schlemm''s canal and it would not retract, remaining stuck in the extended position. Per report, the surgeon manually "pulled out" the catheter, which resulted in an unintentional tear of the trabecular meshwork (tm); subsequently requiring a goniotomy. The report noted that "drastic" patient movement contributed to the event. Through follow-up, the following additional information was received. Per report, there was no adverse patient impact and no further intervention required. The event was noted as "resolved" with the patient reportedly "stable".

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. The IFU adequately provides instructions, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was due to failure to follow instruction of the device usage associated with patient movement. It is to be noted that the safety and effectiveness of the infusion pump has not been established for canaloplasty. MFR# reference: (B)(4).